Event description:
Customer reported a leak was noted in the tubing near back check valve during a taxol infusion. The leak reached the pt's arm which was cleansed and monitored. The tubing was changed to continue the infusion. No pt harm occurred. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). Product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.